Event description:
A battery issue was reported with the adc blood glucose reader. Customer reported the reader would not power on with button press or test strip insertion. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional due to this issue. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did power on with button depression. A blank screen was not observed. Therefore, this issue is not confirmed. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc blood glucose reader. Customer reported the reader would not power on with button press or test strip insertion. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional due to this issue. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did power on with button depression. A blank screen was not observed. Therefore, this issue is not confirmed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.